Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with chest pain. Vascular access was obtained via the right femoral artery. The 70% stenosed, 38mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 3.5mm in diameter mid to distal right coronary artery (rca). The lesion contained <=45 degrees bend. Pre-dilation was performed using a 2.5x12mm emerge balloon catheter, leaving 20% residual stenosis in the lesion. As the physician was introducing a 3.50 x 38 synergy drug-eluting stent (des), it was noted that the proximal stent strut was frayed. The physician also accidentally bent the shaft slightly while introducing the stent delivery system as the shaft was coiled with a longer allowance. A new 3.50 x 38 synergy des was deployed across mid to distal rca and post-dilated with a 4.0x12mm nc quantum apex balloon catheter. Following stent deployment in rca, a 3.0x12mm synergy des was implanted in left anterior descending artery and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damaged on rows 3&4; struts lifted distally from the stent profile. The stent od (outer diameter) of the undamaged proximal section was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the catheter shaft. A visual and tactile examination of the shaft polymer extrusion profile found one midshaft kink at 34mm distal from the hypotube to midshaft bond. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with chest pain. Vascular access was obtained via the right femoral artery. The 70% stenosed, 38mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 3.5mm in diameter mid to distal right coronary artery (rca). The lesion contained <=45 degrees bend. Pre-dilation was performed using a 2.5x12mm emerge balloon catheter, leaving 20% residual stenosis in the lesion. As the physician was introducing a 3.50 x 38 synergy drug-eluting stent (des), it was noted that the proximal stent strut was frayed. The physician also accidentally bent the shaft slightly while introducing the stent delivery system as the shaft was coiled with a longer allowance. A new 3.50 x 38 synergy des was deployed across mid to distal rca and post-dilated with a 4.0x12mm nc quantum apex balloon catheter. Following stent deployment in rca, a 3.0x12mm synergy des was implanted in left anterior descending artery and the procedure was completed. No patient complications were reported and the patient's status was stable.